Event description:
It was reported that this electrode exhibited oversensing due to baseline wandering from flat to high amplitude artifacts. Technical services (ts) discussed potential causes. A potential electrode fracture was suspected, however, could not be confirmed on x-ray. Device therapy was turned off and the patient was sent home in a lifevest with a plan to schedule electrode replacement for a future date. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.